Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 408 mg/dl. Customer also states that she thinks that the insulin pump alarmed spi to motor pic communication error. Customer is unsure on what error she saw on the insulin pump because she was rushing to give herself a bolus for the high blood glucose level she had. Customer also reports that there is fluid seen on the insulin pump's lcd. Customer says that insulin pump was still on their body when they went swimming. Troubleshooting was performed. Advised customer to report any damage in the future to prevent other problems on the insulin pump. The product was/was not returned for analysis.

Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected alarm error test. Pump passed all operating currents tested within the specification range and passed off no power test. Pump was tested with no alarm noted. Pump received with moisture damage on electronics and motor assembly, cracked battery tube thread, broken belt clip slot, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, stained end cap sticker and minor scratches on display window noted.